Manufacturer narrative:
(B)(4). (B)(6). The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation of the metacarpal surgical procedure, it was observed that the electric pen drive device started to run only in reverse while attempting to drill the third hole. According to the report, the event occurred after drilling and inserting two screws without any problems. There was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device only ran in reverse and there was corrosion on electric motor and housing contact. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The lot number was documented as unknown in the initial report. It has been updated as 5465. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 11, 2013.